Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to communicate with the patient controller. No surgical intervention planned at this time.

Event description:
Follow up revealed that surgical intervention is pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Follow up revealed that the issue has been resolved.